Event description:
Could not retract needle full length into trocar.

Manufacturer narrative:
The complaint was confirmed. The cause of the complaint may have been due to an inadequate solder joint observed at the screw anchor. No manufacturing variances observed related to this event when the device history record review was performed. A corrective action was implemented to correct this issue.